Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately after four months of post filter deployment multiple attempts were made to retrieve the filter but all attempts were unsuccessful. A vena cavogram shows the filter in a tilted position with the apex of the filter towards the anterior wall of the inferior vena cava. Subsequently after two months later an x-ray shows the filter and two wire like foreign bodies, there was also a similar wire like foreign body in the posterior left upper quadrant at the level of l1-l2 measuring about 2.8cm in diameter. The patient began experiencing significant low back discomfort. A compute tomography shows one of the inferior vena cava filter wires was short, consistent with wire fracture, all these wire-like foreign bodies identified probably as the fractured portion of the filter legs. One of these was located along the posterior margin of the inferior vena cava. One was obliquely oriented and embedded within the l3 vertebral body and one was located within the left kidney, probably partially within the collecting system and partially within the lower pole parenchyma and the patient complaints of low back pain. Therefore, the investigation is confirmed for filter tilt, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached, tilted, unable to retrieve and the patient reportedly experiences back pain. The device has not been removed after unsuccessful retrieval attempts. The current status of the patient is unknown.